Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt date of birth and weight: unk. Device evaluated by manufacturer?: no. Lens remains implanted. Injector not returned. Event problem and evaluation codes: (B)(4). Method code(s): evaluation method: device work order search. Results code(s): evaluation results: a device work order search revealed no similar complaint within the work order. Conclusions code(s): (unable to confirm complaint): based on the complaint history and device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai +22.50 diopter preloaded injector. The lens was implanted. A small scratch was found at the optical part after implantation. Lens remains implanted. No adverse event was reported.